Event description:
The customer reported that a pt was burned by a return electrode that was connected to the generator. The type of electrode was not provided by the customer. The burn was described as being second-degree. The unit was checked out on-site by a biomedical engineer and was found to perform satisfactorily. Additional questions have been asked regarding the treatment of the burn and the type of return electrode in use at the time of the incident.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the unit is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.